Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement due to motor error alarm. The insulin pump was unable to confirm alarm in alarm history screen due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer also reported that a motor position encoder error occurred. Blood glucose level at the time of the incident was 182 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.